Event description:
Taken from internal reporting system: "patient received from ER at 2010. Was started on dopamine drip in ER at 1930. Patient put into bed and on initial assessment heart rate was 140-160/min. Dopamine drip was noted to be infused already, 250 cc's. Minimed cassette on pump, only half way in, so IV in free flowing position. Pt stated downstairs in ed he felt like his" heart was thumping like a jack hammer". When his brother came into room he also stated patients "heart rate downstairs was really high" and patient was "beet red like a lobster all over" when in ER. So it appears the dopamine infusion all went into the patient in about 45 minutes with adverse hemodynamic responses."it was felt to be strictly a user issue, in other words, an ergonomic or design issue rather than a pump failure. Biomed could not find any defect with the machine, and after being checked out it was returned to service.